Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, unexpected shutdown was observed. Functional testing was performed and it passed. The receiver case was opened, the internal inspection failed with a damaged battery chip. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a damaged battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/20/2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.